Event description:
It was reported that the camera head was not completely secure on the optics and was loose. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in coupler unit and cable unit, the coupler comes off from the scope a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction camera head was not completely secure on the optics and was loose could not be determined. Additionally, the most probable cause for the malfunction water leak in coupler unit, poor watertightness of cable unit and the coupler comes off from the scope was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.